Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v295478, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that they had the device removed because it got infected. The patient did not provide further details. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.